Manufacturer narrative:
Updated health impact grid, adverse event/product problem and death date originally provided on MFR report number 3003832357-2025-000181.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus ls manual indicating the device, during a cardiac arrest on the morning of (B)(6) 2025, encountered a "check defibrillation pads" error message. The crews placed defibrillator pads on the patient (35yo male), then plugged the pads into the tempus ls. The monitor showed a rhythm during compressions for 2-3 seconds, then no waveform and the screen displayed the message "check defibrillation pads." Pads were confirmed to be in place and appropriately adhered to the patient. When the cords were unplugged then plugged back in, the monitor recognized that something had been attached to it, then went back to the error message. Once or twice, there were 1-2 seconds of a rhythm showing on the monitor, but for the majority of the time the crew saw the "check defibrillation pads" error message with no rhythm shown. The issue was resolved when we removed the first set of pads and replaced them with another set of pads.

Manufacturer narrative:
Event date and date of death updated after receiving gfe response that was originally provided on MFR report number 3003832357-2025-000181.